Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 80-90% stenosed lesion being treated was located in the calcified proximal right coronary artery (rca). The lesion was predilated with a 2.5x15 mm maverick balloon. The physician was unable to position the 4.50x32 mm taxus express2 drug eluting stent. While withdrawing the device, the stent became dislodged and became stuck. The physician was unable to retrieve the stent with forceps or snare kit. The pt returned the next day for attempted retrieval, but again failed. The procedure was not completed and the pt was then taken for urgent bypass surgery. No pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.